Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex2885 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that part of the extension tubing was snapped off and on the bed at the end of the shift. Nothing was infusing through it at the time. No other information was provided.